Event description:
Valve was inserted by minimally invasive procedure, a venting catheter was passed across the valve, after this one of the leaflets was noted missing. The valve was explanted and the leaflet retrieved. It was broken into 2 pieces. Another valve was implanted and the pt recovered.